Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned cent-sleeve was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The received condition of the complaint does agree with the complaint description since the returned device has not passed the dimensional test and was not working according to specification. Therefore, this complaint is rated as confirmed. The drill hole with where the k-wire got stuck according to the complaint description was tested with a pin gauge. The drill hole meets the diameter requirements according to se_213482 rev. B. Up to the transition in drill hole. At the transition the test gauge gets stuck due to damage which is visually visible (2 marks 180° offset). The manufacturing process related to the complaint feature was reviewed. During the process 1. 5 drill hole is drilled first and then the 1.35 drill hole. When drilling the holes, it is impossible for 2 marks to be offset by 180° because the drilling tool rotates around its axis at high speed. Furthermore, the drills used have only 1 flute, which makes the compilation of 2 marks offset by 180° impossible. Once the holes have been drilled, there are no further operations in this area that could explain such damage. Therefore from production point of view, the existing deviation cannot been caused during manufacturing of the product. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we can only assume that a handling failure caused this damage (possible use of an wrong k-wire or an other guide - wire which damaged the transition in the bore hole) . During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 324.081, lot number: 2679359, manufacturing site: bettlach, release to warehouse date: feb.07, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for right malleolus lateralis. During the surgery, the surgeon used the centering sleeve, but the k-wire couldn¿t be inserted because it stuck to the sleeve. The surgeon used another sleeve and he could insert k-wire without any problem, and the surgery was completed successfully without any surgical delay. The patient condition was stable. This complaint involves one (1) device. This report is for (1) unk screws: trauma . This is report 1 of 1 for (B)(4).